Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. No timeouts or drive stalls were seen in the download data. The cause of the reported dislodged cannula could not be conclusively determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to greater than 250 mg/dl while wearing the pod. The pod reportedly was coming loose from the infusion site, causing the cannula to dislodge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.